Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) months since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, another malfunction was identified: the grasping section's surface was found to be peeling. Based on the results of the investigation, the event 1 (broken probe), it is likely the following led to the malfunction: the ultrasonic output was activated while the probe was in contact with the hard objects such as clips or forceps, or the probe was scraped by using a sharp object, such as surgical tools to remove foreign substance adhesion. As a result, the probe had scratches. However, the exact root cause was not determined. A force might have been applied to the probe due to continuous use of the probe with scratches. Therefore, the probe broke at the scratched area. For event 2 (the surface of the grasping section was partially peeled off), it is likely the following led to the malfunction: the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out and peeling of the grasping surface. However, the exact root cause was not determined. The event can be detected/prevented by following the instructions for use which state: "do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Do not apply only the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.". "Do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the sonosurg curved scissors,hf,pistol grip,5mm x 34cm exhibited that the tip of the probe was chipped. The issue occurred during a therapeutic laparoscopic inguinal hernia repair procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.